Event description:
It was reported that the patients lead was misplaced and anterior from a previous revision procedure. There was no way to start the stimulation because the patient felt the lead in their ribs. The patient underwent another revision procedure and the lead was explanted and replaced. The patient was doing well postoperatively and has good pain coverage.

Event description:
It was reported that the patient's lead was misplaced and anterior from a previous revision procedure. There was no way to start the stimulation because the patient felt the lead in their ribs. The patient underwent another revision procedure and the lead was explanted and replaced. The patient was doing well postoperatively and had good pain coverage.

Manufacturer narrative:
The returned lead sc-2408-56 was analyzed and analysis of the returned portion of the lead found no anomalies that could have caused the lead to migrate. However, IFU states that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. Additionally, visual inspection revealed that the lead was cleanly cut into two pieces approximately 16 cm from the proximal. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned clean-cut lead. With all the available information, boston scientific concludes the reported event of lead migration could not be confirmed. Therefore, the probable cause was determined to be known inherent risk of device.